Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the physician struggled to reach the desired transeptal puncture (tsp) location and ended up being low and posterior. Instead of repositioning, the physician used radiofrequency (rf) to cross at that posterior location. While attempting to advance the was sheath into the left atrium (la), the physician was unable to do, so the physician tried using just the dilator, which was unsuccessful. The physician also tried a watchman fxd curve access system with a smaller outer diameter (od), which was also unsuccessful, so the physician ballooned the septum. After ballooning, the physician successfully advanced the trusteer sheath into the la and attempted to reach the appendage with the pigtail catheter. It took multiple attempts but was eventually successful. Shortly after transeptal while attempting to navigate into the appendage, echocardiography revealed a small effusion. The physician implanted the closure device. The effusion increased as the physician attempted to reposition the closure device for an adequate position. The closure device was deployed, pericardiocentesis was performed, and the dull-colored blood was reinfused. The patient was transferred to the intensive care unit (ICU) after the procedure and was extubated. The patient's blood pressure was monitored for one to two days, after which discharge was planned.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038010336. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade (additional device required, blood transfusion, intensive care, hospitalization). Risk review: a risk review was completed and confirmed that the events of pericardial effusion (pe) and cardiac tamponade were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred.a left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the physician struggled to reach the desired transeptal puncture (tsp) location and ended up being low and posterior. Instead of repositioning, the physician used radiofrequency (rf) to cross at that posterior location. While attempting to advance the was sheath into the left atrium (la), the physician was unable to do, so the physician tried using just the dilator, which was unsuccessful. The physician also tried a watchman fxd curve access system with a smaller outer diameter (od), which was also unsuccessful, so the physician ballooned the septum. After ballooning, the physician successfully advanced the trusteer sheath into the la and attempted to reach the appendage with the pigtail catheter. It took multiple attempts but was eventually successful. Shortly after transeptal while attempting to navigate into the appendage, echocardiography revealed a small effusion. The physician implanted the closure device. The effusion increased as the physician attempted to reposition the closure device for an adequate position. The closure device was deployed, pericardiocentesis was performed, and the dull-colored blood was reinfused. The patient was transferred to the intensive care unit (ICU) after the procedure and was extubated. The patient's blood pressure was monitored for one to two days, after which discharge was planned.